Manufacturer narrative:
After secondary review on 21-apr-2021, mentor became aware of incorrect data in the initial report. The information has been updated. Manufacturer¿s reference number: (B)(4). D4. Serial: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent an unspecified breast surgery with 375cc mentor smooth round moderate plus profile saline breast implant experienced left-sided implant deflation postoperatively. The patient reported that the implant has been leaking for about a year, and deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.